Manufacturer narrative:
The device is used for treatment, not diagnosis. Visual inspection of the t27 driver found that a portion of the tip is missing. The remaining most distal tip appears to have been stripped/twisted in a clockwise direction which is associated with the final tightening process. The cause is likely due to excessive lateral bending/fatigue stress. If additional information is provided, a supplemental report will be submitted.

Event description:
It was reported the tip of the instrument snapped "off" during surgery.